Event description:
It was reported that the balloon was ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured during the first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: healthcare facility name: (B)(6).